Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in d4 (UDI no.), g4 (510k) and h6 (health impact code & component code). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n: (B)(6); the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2018. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and a hardware failure f4 immediately came up with an acoustical sound and the red attention led; the failure could not be reset. The complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified surgery, it was found that the quantum controller had no energy output. The procedure was completed with a smith and nephew back up device. There was a delay greater than 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.